Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID a2dr01 implantable pulse generator (ipg), implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that post-operatively, the right ventricular (rv) lead became dislodged and a suspected lead perforation was discovered resulting in cardiac tamponade. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.